Manufacturer narrative:
The device in this event was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties on the barewire and nav 6 filter. It is possible that the barewire may have been damaged by inadvertent mishandling while removing the device from its packaging and tray as such the bare wire core separated; however, without the device returned for examination, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when removing an emboshield nav6 embolic protection system (eps) from the packaging the bare wire core was separated; however, the bare wire was held together by the tip coils. A new bare wire was used; however, the eps filter could not be retrieved into the delivery catheter during preparation. A new bare wire and new emboshield nav6 were used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.